Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a problem with the pen calibration and the screen was confirmed, there was a deviation between the stylus and the cursor on the screen (diagonal from the lower right to the upper left corner). It was further noted that the hinge plate was loose, the left keyboard hinge was broken, the right latch of the cord bay was worn and an error was found in the software history. The bezel assembly (touch screen) was replaced, 4 screws were added for fastening the hinge plate, the left keyboard hinge and the cord bay were replaced, the touch screen was calibrated and new software was installed. The device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that there was an issue with the programmer's pen calibration and the screen. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.